Manufacturer narrative:
Analysis found that the overheating was verified at 135.6 degrees for 5 minutes. The pins were not in correct location. The rest of the attachment was clean. Replaced all mandatory components, base and tactile ring. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the surgeon switched from using a straight attachment on the drill to angled attachment. Within one minute, the device heated up. They switched back to straight attachment to complete the mastoid procedure. There was no patient involvement.